Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-01083. It was reported the patient developed a rash one week after implant. The patient was implanted in the occipital area (for off label use). She was treated with prophylactic antibiotics and antihistamines. Her entire scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.